Manufacturer narrative:
Manufacturer's investigation conclusion: this type of event has been previously investigated. Infection is an expected adverse event related to lvad therapy and identified in the IFU. A device malfunction cannot be confirmed. Trending will continue to monitor for any change in performance.

Manufacturer narrative:
Approximate age of device- 9 months, 12 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient experienced driveline infection on (B)(6) 2018 and was given chronic antibiotic therapy. CT scan was done but the results were not provided.